Manufacturer narrative:
No testing could be performed as probe was not returned. Based on similar complaint testing, there is no known defect that would prevent proper placement. Root cause is user did not appear to follow instructions for use and verify proper placement with fluoroscopy or 3d mapping system.

Event description:
Anesthesiologist believed that probe was placed in the bronchus and bleeding occurred upon removal. Patient had to remain intubated, had a bronch done and was extubated on monday (B)(6).